Manufacturer narrative:
The evaluation of the device found the code board was malfunctioning. The code board was replaced to bring the device to full operation.

Event description:
It was reported to philips that the device's smart select knob did not respond. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.